Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering an unstable breath rate (low). Additionally, it was reported that the device was unable to maintain set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it providing an unstable breath rate (low), being unable to maintain set peep (positive end expiratory pressure), and delivering low vte (exhaled tidal volume) were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.